Manufacturer narrative:
No patient information provided as no patient was involved in this concern.: a medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. As a precaution, the door switches on the imaging system were adjusted and the firmware was reloaded onto the imaging system. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while performing a training with the imaging system, the pendant displayed the door was open when the gantry door was closed. There was no patient present when this issue was identified. No additional information was provided.